Event description:
It was reported that the patient with this pacemaker experienced presyncope during a stored sudden brady response (sbr) episode. Review of the device data with technical services (ts) indicated an undersensed atrial beat, this beat was measured below the programmed fixed atrial sensitivity of 0.75 mv. Ts discussed programming options, including lowering the sensing floor and adjusting the atrial blanking period after ventricular pacing. No additional adverse patient effects were reported. This pacemaker remains in service.